Manufacturer narrative:
Correction information b4: date of this report - updated g6: follow-up #: 1 h2: if follow-up, what type? - updated h3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - medical device problem code, component code, type of investigation, investigation findings, investigation conclusions additional information d4: primary unique device identifier (UDI) h4: device manufacture date h7: 7. If remedial action initiated, check type h9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number h11: evaluation summary evaluation summary the reported event was a dark image. Based on the investigation, a potential root cause of this failure is that blood or organic matter inside the body adhered to the light cover glass at the distal end and coagulated due to the thermal energy of the light. This blood or organic matter deposit darkened the image. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on 12-jul-2024 under normal conditions. During the in-process inspection, no image was detected, and d-board replacement was performed. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 22-jul-2024. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Remedial action this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Event description:
On 27-aug-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i20cl, serial number (B)(6) in australia within the apac region. During the endoscopic procedure, the endoscopic image became dark and could not be visualized. When the physician placed a finger on the distal end, it was found to be very hot and left scorch marks on the glove. The physician strongly feared that the heat of the distal end could cause intestinal perforation. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical apac performed a good faith effort (gfe) to gather additional information regarding this event and received the following responses via email on 12-sep-2025. The physician aborted the procedure due to loss of visibility. Upon withdrawal of the endoscope from the patient, the physician placed his thumb on the distal end and noted that it was hot. The heat was sufficient to leave an impression on the glove and could be felt by the physician; however, no burn injury occurred and the physician was confirmed to be okay. The exact temperature was not known, nor was the timing of when the scope began to heat during the procedure. It was reported that no harm occurred to the physician. However, no information was obtained regarding whether the patient's examination was rescheduled or completed on another occasion. The endoscope was subsequently cleaned and returned to use at the site. It was confirmed that there was no damage to the device, as the heat was not sufficient to cause any issues. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.